Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, a reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioiq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to say when the meter began to read inaccurately erratic. No results were provided. The patient manages her diabetes with insulin. The reporter alleged that because she obtained inaccurate results, the patient increased her insulin dose. The reporter denied that the patient developed any symptoms. No medical intervention was specified. It was not possible for the csr to troubleshoot as the call was terminated. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because it was not possible to perform troubleshooting and so the alleged meter issue remained unresolved.